Event description:
An explanted vns generator and a piece of an explanted lead were received at the manufacturer. Additional information was attained reporting that their lead was explanted for a lead break. It was reported that the lead was twisted causing traction on the vagus nerve so an explantation was necessary. Good faith attempts are underway for further details about the reported event. The product us pending analysis completion.

Event description:
Product analysis was completed on the patient's explanted generator and lead. The generator performed according to functional specifications as defined in final electrical test. During the product analysis there were no anomalies found with the pulse generator. An analysis was performed on the returned lead portions. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 119mm portion the connector ring quadfilar coil appeared to have been torn apart at the end of the connector ring. Both of the quadfilar coils appeared to be stretched, kinked, bare, exposed and twisted together between the torn connector boot areas. The electrode (mating) end of the pulled apart connector ring quadfilar coil was found in this area. The quadfilar coils were untwisted and the connector ring quadfilar coil accidentally broke approximately 4mm from the electrode (mating) end of the pulled apart area. Visual analysis was performed on the connector end and electrode (mating) end of the pulled apart connector ring quadfilar and identified the areas as having the appearance of a stress induced fracture (tension overload appearance) with mechanical damage and no pitting. Pitting was observed on the surface of the quadfilar coil. Visual analysis was performed on the connector end and electrode (mating) end of the connector ring quadfilar coil (accidentally broken at 4mm) and identified the areas as having evidence of a stress induced fracture (twisted appearance), with mechanical damage and no pitting. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. However, pitting was observed along the length of an exposed coil suggesting that an abraded tubing opening in this area most likely existed while the lead was implanted. These findings are consistent with patient manipulation / rotation of the device while it was implanted (twiddler). No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. Additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.